Event description:
It was reported that during the procedure, the subject stent encountered resistance in the introducer sheath and at the tail end of the microcatheter. The stent became stuck and it was deployed inside the microcatheter. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during the procedure, the subject stent encountered resistance in the introducer sheath and at the tail end of the microcatheter. The stent became stuck and it was deployed inside the microcatheter. The stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date- added. D4 gtin - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, part of the subject stent was deployed in the lumen of the microcatheter, with the remainder deployed in the hub of the microcatheter. The stent delivery wire (sdw) and introducer sheath were also returned. The stent delivery wire (sdw) was broken/fractured after distal bumper, with the distal tip located within the hub of the microcatheter. An unknown material was present on the distal tip of the stent delivery wire (sdw). The subject stent was unable to be removed from the microcatheter without further damage. The subject stent was noted to be deformed. Approximately 8mm had been cut off the introducer sheath distal tip. The stent delivery wire (sdw) was noted to be kinked/bent at the distal end. The functional inspection was unable to be performed due to the subject stent being returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) code 'stent deployed prematurely during use' was confirmed during device analysis. The remaining as reported (ar) codes 'stent difficult/unable to transfer' and 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on an undamaged stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that 'after normal flushing and air evacuation, the subject stent encountered significant resistance during advancement within the introducing sheath and could not be delivered smoothly. After multiple attempts, the physician trimmed 2 mm from the distal end of the subject stent introducing sheath and tried again to advance the stent. However, when the subject stent reached the tail end of the microcatheter, the resistance intensified, preventing both forward and backward movement. The subject stent became stuck at the tail end of the microcatheter, and the stent delivery wire (sdw) separated from the stent during the operation, rendering the subject stent unusable'. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained throughout the clinical procedure. The subject stent was returned for analysis with the distal section of the subject stent partially loaded inside the proximal lumen of the returned microcatheter and the proximal end of the subject stent present in the microcatheter hub. It was not possible to remove the subject stent from the microcatheter hub, but the subject stent was noted to be deformed. The introducer sheath was returned, and the distal tip of the sheath had been intentionally cut by approximately 8cm. The stent delivery wire (sdw) was also returned and there was kinking/bending present along the length of the wire. The distal tip of the stent delivery wire (sdw) was broken/fractured on the distal side of the distal bumper. Excelsior sl-10 and xt-17 are the recommended microcatheters to use when using a neuroform atlas stent, because the internal hub profiles are an exact match for the external profile of the distal tip of the introducer sheath. This is not the case for echelon-10. Precise placement of the introducer sheath is critical when using an echelon-10 microcatheter. In this complaint the customer reported that there was an initial issue attempting to transfer the subject stent from the sheath into the microcatheter lumen. This suggests that the sheath was advanced slightly too far distally inside the microcatheter hub. This would lead to deformation of the distal tip of the sheath. If this were to occur, it is likely that, during advancement of the subject stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the subject stent would either become damaged as it passes through the damaged distal tip of the sheath, or it would fail to transfer as seems to be the case on this occasion. The user will then experience increased resistance while attempting to advance the subject stent into the microcatheter, resulting in damage to the subject stent and very often to the stent delivery wire (sdw) as well. Upon realizing this through increased resistance, the user normally withdraws the stent delivery wire (sdw). When the proximal end of the stent is retracted as far as the hub, the stent will automatically begin to expand into the larger lumen space, thereby freeing up the stent delivery wire (sdw) which slips out of the stent. It is not clear why the stent delivery wire (sdw) fractured at the distal tip. This might be due to the level of force that was needed to withdraw the subject stent once it had become stuck inside the proximal section of the microcatheter lumen. This is one possible explanation to explain the event description and analysis findings. The as reported codes, 'stent deployed prematurely during use', 'stent difficult/unable to transfer' and 'stent difficult/unable to advance or pullback through catheter', as well as the as analyzed codes, ¿stent deformed¿, ¿stent delivery wire (sdw) kinked/bent¿, ¿stent introducer sheath distal tip damaged¿, ¿stent deployed prematurely during use¿, and ¿stent delivery wire (sdw) broken/fractured during use¿ will be assigned user error as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the directions for use (dfu).